Manufacturer narrative:
The patient planned to be set-up for remote monitoring. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that upon device interrogation an alert was received with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead due to a high shock lead impedance of 128 ohms. A review of the measurements indicated the highest value was 130 ohms. The shock lead impedance was tested several times and reported measurements of 94 ohms. The last device interrogation was approximately nine months prior and the shock lead impedance was 57 ohms. Pacing threshold and impedance measurements were within normal limits. Defibrillation threshold (dft) testing was not performed at the initial implant procedure. No adverse patient effects were reported.